Manufacturer narrative:
(B)(4) additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, a second device was assembled for use. The device entered firing mode, however, when the surgeon pressed the blue button to fire the device, the device indicated two solid blue lights and the flashing green reload indicator light. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.